Event description:
The device was used during an ectopic pregnancy procedure. Reportedly, pneumoperitoneum was not established prior to inserting the instrument. Subsequently, the bowel was lacerated twice through the same application site. The surgeon performed a laparotomy and manually sutured to control the bleeding.